Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The gantry motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the imaging system would not tilt left. The site attempted several reboots without success. They were able to do a post-op spin and use the image from that. Because the imaging system was tilted, they had to manually open the door. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of the returned gantry motion controller confirmed an electrical failure, when installed in a known good system, the system readied, motion calibration was not successful due to no left tilt. Reloaded firmware and reattempted motion calibration. Tilt was still not functional.